Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new patients failed to cross over to the device as expected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and no notice on health sight viewer was identified. Tss then ran a server down time query, messages were crossing and no disconnected flag was identified. The system functioned as intended after the technical support specialist investigated the device.